Event description:
On (B)(6) 2025 the user's caregiver reported that the ilet screen became nonfunctional. A replacement pump was issued. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.